Event description:
Same case as MDR ID#2134265-2014-01088 and 2134265-2014-00785. It was reported during a stenting treatment procedure markerband malposition was observed. A promus element 4.0x16mm was advanced to treat an unknown lesion location; however under x-ray the promus element stent appeared longer than the balloon. The physician removed the stent then placed another promus element 4.0x16mm at the target lesion. A 2.0x15mm emerge balloon catheter was then advanced; however under x-ray the markerbands appeared to not be positioned correctly. The physician proceeded to inflate the device successfully with no patient complications. A promus element 4.0x12mm was advanced to treat an unknown lesion location; however under x-ray the promus element stent appeared longer than the balloon. The physician removed the stent then placed another promus element 4.0x12mm at the target lesion. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the emerge balloon catheter was returned and there was contrast in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the shaft and hypotube of the device. The inner shaft was kinked on both sides of the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. The inner diameter (ID) of the catheter was measured at the exit notch with a calibrated pin gauge set; the ID was within the specifications. The guidewire used in the procedure was not received with this device. A .014¿ kinetix guidewire (batch 15379940) was used for functional testing. Functional testing was performed by loading a kinetix guidewire into both the tip and exit notch of the catheter and advancing through the wire lumen; however, resistance was encountered both times at the kinked inner shaft. The device was inflated to nominal pressure with an inflation device filled with water. The markerband to balloon alignment was measured using a calibrated ruler. The proximal markerband to balloon alignment was within specification and the distal markerband to balloon alignment was within specification. All the measurements met emerge specifications. It is possible that the kinked inner shaft caused the markerband to appear mis-aligned. There was no evidence of any specification non-conformances related to the complaint device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty.. (B)(4).

Event description:
Same case as MDR ID#2134265-2014-01088 & 2134265-2014-00785. It was reported during a stenting treatment procedure markerband malposition was observed. A promus element 4.0x16mm was advanced to treat an unknown lesion location; however under x-ray the promus element stent appeared longer than the balloon. The physician removed the stent then placed another promus element 4.0x16mm at the target lesion. A 2.0x15mm emerge balloon catheter was then advanced; however under x-ray the markerbands appeared to not be positioned correctly. The physician proceeded to inflate the device successfully with no patient complications. A promus element 4.0x12mm was advanced to treat an unknown lesion location; however under x-ray the promus element stent appeared longer than the balloon. The physician removed the stent then placed another promus element 4.0x12mm at the target lesion. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).